Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, a tomofix plate was implanted for an osteoarthrosis case, and on (B)(6) 2014 it was explanted because the bone union was confirmed. The surgeon found during the revision surgery that the locking screw in hole c of the tomofix plate was broke at the screw head. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records was completed: no non-conformance reports were generated during production. Review of the device history record (s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.